Event description:
Additional information was received on 30may2020. The patient was hospitalized for liver abscess and lung abscess. Advanced rectal cancer was also pointed out during hospitalization. Ercp was planned due to symptoms that appear to be biliary sludge passing. Ptad and ptgbd had been placed. Scope sagged due to significant gastric deformity possibly affected by s4 liver abscess. However, was managed to reach the duodenum. The main papilla was flat and has a diverticulum on the opening side. It was difficult to make an angle and the cannulation was very difficult. After entering the pancreatic duct, it was switched to the pancreatic duct guidewire technique, but the cannula soon fell into the pancreatic duct. Pancreatic duct incision was performed. Still, the bile duct could not be engaged. The surgeon was changed to another doctor. After successful pancreatic duct incision, bile duct imaging and bile duct cannulation were succeeded. An est incision was performed, and a 5 fr self-dropping type was placed in the pancreatic duct and an 8.5 fr 7 cm zeotube was placed in the bile duct. The actual sample (radifocus straight type) had been delivered to the facility with its ends (soft- tip side and stiff-tip side) having been inserted contrary in the holder tube. The doctor did not become aware of it and searched the bile duct with the stiff-tip side. He felt he might have perforated the pancreas. Caution for pancreatitis was raised.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction. Additional information received was inadvertently not provided initially; therefore, section b1, b2, b5, b7, h1 and h6 have been updated to reflect the correct information.

Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k): k926214. The actual device was not returned to the manufacturing facility for evaluation. However, thirteen unopened samples of the involved product code/lot number were received for evaluation. Visual inspection of the thirteen samples revealed that the three of the thirteen were confirmed to be non-conforming product as the guidewire had been set in the opposite direction in the holder tube. Thirteen samples from ashitaka's inventory of the involved product code/lot were visually inspected, and twelve samples had the guidewire having been set in the opposite direction in the holder tube. Review of the manufacturing process found a possibility where the guidewire could be inserted reversely in the holder tube. Review of the manufacturing record confirmed that the involved product code/lot# consisted of three semi-finished product lots (semi-finished lot a, b, and c) and revealed: from the semi-finished lot a, three samples were retained. Inspection of those three retention samples confirmed that the guidewire had been inserted in the holder tube in the proper orientation. About the semi-finished lot b manufacturing process, monitoring video was reviewed and found that a worker left his worktable for a while to confirm with other two workers about a work record. Review of the work record confirmed that non-usual work was logged in it. It is assumable that, due to this, the involved worker had to suspend his work to confirm with two other workers. After that, the involved worker was back to his place and resumed his work, but the video showed that the worker unfolded the guidewire without re-checking its orientation. Therefore, it was presumed that such a non-routine workflow triggered a work error, resulting in the reverse insertion of guidewire in the holder tube. For the semi-finished lot c, a bundle of 100 pcs covered its proximal side with plastic bag was used, therefore, it was presumed that the orientation of the guidewire was easy to identify. Visual inspection of the returned 13 pcs and 30 pcs in ashitaka's inventory, 28 pcs were confirmed that the orientation of the guidewire in the holder tube was correct. That of the three retention samples from the semi-finished lot a was confirmed to correct also. Based on the above, it was likely that the reverse insertion of the guidewire in the holder tube occurred within the semi-finished lot b. The manufacturing history within the expiration date (24 months) was reviewed. It was confirmed that non-usual work date was not logged in it. About the products over two meter-long with straight tip, those in ashitaka's inventory were subjected to 100% visual inspection and no defectives were found. Manufacturing records of (B)(4) lots ((B)(4) pcs) and monitoring video relevant to (B)(4) lots ((B)(4) pcs) were reviewed. (B)(4) lots ((B)(4) pcs) in the inventory was inspected visually. Review of the complaint records for the past three years did not find any similar complaint about those that have the same distal shape and outer diameter as the involved product code. It is likely that when the guidewire in folded state was unfolded to straight at the time of insertion into the holder tube, though the proximal end side of the guidewire had to be oriented to the inserter side, it was unfolded with the distal end side toward the inserter by mistake, and inserted into the holder tube. The following points were found to be inappropriate work/inspection: the guidewire is confirmed its proximal and distal ends before the unfolding process, which may lead to the risk of the guidewire being picked up reversely, resulting in the reverse insertion; after the insertion, it is visually confirmed that the protruding part from the inserter is the distal end of the guidewire, which is not easy to determine visually, and is depending on the workers ability. Terumo has determined the reported event to be manufacturing related and is being further investigated. (B)(4).

Event description:
The user facility reported that the involved radifocus guidewire m was used during the ercp case. For this product, an inserter is attached to the holder tube, and the distal side of the guide wire (flexible portion) comes at the inserter side; they observed that the distal and proximal ends of the guide wire had been inserted in opposite directions in the holder tube. They performed the procedure without noticing it and recognized it upon removing the guide wire from a concurrently used devise. When performing the procedure, it is difficult to distinguish the proper side by the appearance as it is unlike the shaped type, and they do not check the direction of the guide wire. The patient was not harmed. The procedure outcome was not reported.